Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 789834 - not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, urinary incontinence, fatigue, low back pain, depression, dysmenorrhea and abdominal pain. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnornal bleeding"), mental disorder ("pysch injury") and post procedural complication ("post removal complications"). The patient was treated with surgery (essure removal (salpingectomy-bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage and mental disorder had resolved. The reporter considered genital haemorrhage, mental disorder, pelvic pain and post procedural complication to be related to essure. The reporter commented: patient has essure removal at the age of 35 years. Injuries (pain and bleeding) were resolved post-removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: both fallopian tubes appears to be occluded due to essure wire placement. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 27-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 789834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, urinary incontinence, fatigue, low back pain, depression, dysmenorrhea and abdominal pain. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleeding"), mental disorder ("pysch injury") and post procedural complication ("post removal complications"). The patient was treated with surgery (essure removal (salpingectomy-bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage and mental disorder had resolved. The reporter considered genital haemorrhage, mental disorder, pelvic pain and post procedural complication to be related to essure. The reporter commented: patient has essure removal at the age of 35 years. Injuries (pain and bleeding) were resolved post-removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: both fallopian tubes appears to be occluded due to essure wire placement.. Most recent follow-up information incorporated above includes: on 18-mar-2021: medical record receive lot number was added. Reporter information, lab data and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleeding"), mental disorder ("psych injury") and post procedural complication ("post removal complications"). The patient was treated with surgery (essure removal (salpingectomy-bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage and mental disorder had resolved. The reporter considered genital haemorrhage, mental disorder, pelvic pain and post procedural complication to be related to essure. The reporter commented: patient has essure removal at the age of (B)(6) years. Injuries (pain and bleeding) were resolved post-removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 05-may-2020: pfs received. New events pelvic pain, gen. Abnormal bleeding, psych injury, post removal complications were added. New reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 789834 - not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, urinary incontinence, fatigue, low back pain, depression, dysmenorrhea and abdominal pain. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleeding"), mental disorder ("psych injury") and post procedural complication ("post removal complications"). The patient was treated with surgery (essure removal (salpingectomy-bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage and mental disorder had resolved. The reporter considered genital haemorrhage, mental disorder, pelvic pain and post procedural complication to be related to essure. The reporter commented: patient has essure removal at the age of 35 years. Injuries (pain and bleeding) were resolved post-removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: both fallopian tubes appears to be occluded due to essure wire placement.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Amendment: the report was amended for the following reason: company causality comment amended. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.